Event description:
It was reported that the patient had pain around the neck and shoulder and the site was swollen. A chest x-ray was performed to rule out pneumonia. A device data evaluation was performed and the right ventricular sensing dropped. A chest x-ray shows the right atrial lead migrated to the bottom of the heart. It was noted that there was no pacing in either chamber. Technical services recommended to turn off atrial discriminators, atrial sensing, atrial lead, and right atrial lead dms and alerts are off. Currently the device remains in service. No additional adverse patient effects reported.

Event description:
It was reported that the patient had pain around the neck and shoulder and the site was swollen. A chest x-ray was performed to rule out pneumonia. A device data evaluation was performed and the right ventricular sensing dropped. A chest x-ray shows the right atrial lead migrated to the bottom of the heart. It was noted that there was no pacing in either chamber. Technical services recommended to turn off atrial discriminators, atrial sensing, atrial lead, and right atrial lead dms and alerts are off. Currently the device remains in service. No additional adverse patient effects reported. Additional information was later received from the field that confirms the device was explanted and the port was plugged. There are no plans to implant a new device at this time. There were no adverse patient effects reported. The devices will not be returned.

Manufacturer narrative:
This report contains updates from additional information received. This includes the device status and impact to patient that changes the decision from malfunction to serious injury. Fields h1:type of reportable event, b1:adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date, along with any other relevant fields have been updated.